Event description:
It was reported that "when plugging in the 5.3 scopes, the light illuminated but there was a black screen. Plugged in gi scope and image okay. Continued with procedure but used their gi scope instead. The patient was a big dog and so luckily we were able to use our small gastoscope as a bronchoscope to complete the procedure." The dog was under general anesthesia for an hour whilst trying to troubleshoot telepack and bronchoscopes. No negative impact on the state of health for a human is reported. Cross reference MDR: 9610617-2026-00300.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).